Manufacturer narrative:
H6 - device not returned, no eval will be performed.

Event description:
Pt diagnosed with severe degenerative arthritis of his right hip with erosion of the lateral acetabulum. Surgeon stated he implanted a cementless total hip. The problem wa lateral erosion of the acetabulum required centralization with slight proximal placement of hip center of rotation to gain stability and acetabular coverage. Pt has pain, has not been revised, but claims a wire is wrapped around his femur.